Event description:
It was reported the programmer was unable to boot up properly. It was also reported the display sometimes went out. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the display cuts out when moved due to damaged flex tape. It was also noted that the programmer had a slow boot time, there was a broken lower hinge plate and a noisy system fan.